Manufacturer narrative:
G4:02feb2021. B4:03feb2021. The service technician replaced the front bezel to resolve the reported issue. A similar evaluation was performed; it was determined that the root cause of navigation-ring failures was determined to be due to liquid ingress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04aug2020.

Event description:
The customer reported navigation ring failure. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.